Event description:
A surgeon reports that five hours after intraocular lens (iol) implantation, the patient experienced ocular hypertension and postoperative inflammation. The patient was treated with antibiotics and glaucoma drug therapy. Ocular hypertension was recovered in october 2001 and the ocular inflammation was in remission in november 2001. The association between this event and the iol is not known.